Event description:
It was reported that multiple episodes of inappropriate atp therapy due to noise were observed via remote transmission. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.